Event description:
A malfunction was reported on the customer's pump, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump; however, the malfunction recurred. As a result, arrangements were made to replace the pump and provide support for an out-of-warranty loaner pump. The customer is using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.